Event description:
It was reported that a malfunction alarm occurred with the pump, identified by malfunction code 16. There was no reported impact to the customer¿s blood glucose level as it was unknown or declined to answer what level was experienced. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and instructed the caller on putting the pump into storage mode before returning it to tandem. The caller acknowledged understanding these instructions and planned to return the pump using a pre-paid label within 10 days.